Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 6 months. It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented on (B)(6) 2016 with pump speed drops and low estimated pump flows. Interrogation of the system controller revealed multiple pump off events that occurred while the system controller was connected to the power module. The patient changed over to battery power with resolution of the alarms. When the system controller was connected to the hospital¿s power module and the patient¿s position changed, the pump off events occurred again. The patient was reportedly asymptomatic and their lactate dehydrogenase level was normal. Submitted x-rays images reviewed by the manufacturer¿s technical services representative showed an area of potential shield degrading. The patient was provided with two ungrounded patient cables for use with the power module. On (B)(6) , the patient received a routine heart transplant.

Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed based on the review of the submitted log file. The interruptions in pump function occurred while the patient was operating on the power module and appear consistent with a potential driveline wire compromise; however, a driveline wire compromise could not be conclusively confirmed as no equipment was returned for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.